Event description:
The customer contact reported that the blue cap fell off and would not reconnect. No additional information was provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. However, during verification testing at the manufacturing facility, it was found there was no solvent sealer in the joints between the semi-ridge adapter and the clave. One used device was received and evaluated. A visual inspection found that clave at the proximal end of the sample was separated from the semi-ridge connector. The device was examined under ultra violet light and found a lack of solvent sealer. Hospira has completed formal investigation related to separation of clave to semi-rigid to address the issue. Based on the investigation results, the most probable cause of the separation was due to insufficient solvent application.